Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in qatar. On 05-jul-2024, it was reported that patient was hospitalized for 2 hours due to high blood glucose. Patient's blood glucose at the time of issue was 370 mg/dl which was treated via intravenous insulin drips. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5402831 in question was manufactured at the reynosa site. Complaint investigation: physical samples were formally requested; however, they were not provided. The reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5402831 was manufactured according to the work instruction (wi) version 72 packaging in the multivac 08 & 12, on 26/sep/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 5402831 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.